Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016; checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that the patient has only been using the omnipod system for 2 weeks. She activated a new pod on her own and went to bed with her blood glucose (bg) reading at 4 mmol/l (72 mg/dl). When she woke up at 3:00 am in the morning her bg reached 27 mmol/l (486 mg/dl) so she decided to go to the hospital. Upon arrival, she was hospitalized with diabetic ketoacidosis. Treatment is currently ongoing and no further information is provided. The pod was worn on the hip/buttocks.